Event description:
It was reported that there was a leak between the inner and outer cannula. The pt could not be ventilated and the tube was removed. No other info was available.

Manufacturer narrative:
Return of the low pressure cuffed tracheostomy tube for failure investigation has been requested. The lot number was provided, and the MFR will review the lot history records. If the tube is returned and failure investigation results provide significant info, a follow-up report will be submitted.